Event description:
Related manufacturer reference number: 2017865-2022-10126. It was reported that the patient presented to the hospital for a follow-up on (B)(6) 2022. During examination, it was noted that there was premature depletion of battery on the pacemaker due to elevated capture threshold on the right atrial (ra) lead. The physician explanted and replaced the pacemaker on (B)(6) 2022 but reused the same ra lead with the new pacemaker. There were no adverse consequences to the patient.

Manufacturer narrative:
The reported events of premature discharge of battery and capturing problem were not confirmed. As received, the device output and telemetry communication were normal. Analysis performed did not identify any functional issues. Longevity assessment found the device was operating at the elective replacement indicator (eri) consistent with normal usage. During analysis, a failure event was observed which was unrelated to the reported event. Visual inspection of the header attachment area detected a bonding anomaly. The device was tested for a hermeticity breach which was not observed. The device was cut open to enable further testing and battery was found in normal range. The hybrid circuitry was tested, and the results indicated normal current drain. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.